Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event date - 2014. Explant date - 2014. This report is number 2 of 4 mdrs filed for the same patient (reference 0001825034-2016-05286, 00167, 00168 & 00169).

Event description:
Patient reported a right hip revision approximately 2 years post-implantation due to unknown reasons. No further information has been provided to date.